Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) and protocol # are unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a continuous beeping and a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.